Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the unites states. This emdr is being submitted for an unknown number quantity. It was reported that patient went to emergency room (ER) due to infusion sets event on (B)(6) 2026. Patient stayed in emergency room (ER) for four hours. No further information available.